Manufacturer narrative:
On 05/06/2019, mentor received additional information about the event. The user facility reported that during surgery, the suspect medical device was discovered to be intact. Device code 1546 for material rupture no longer applies to this event. On 05/26/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation of left breast prosthesis. Concomitant products: mentor smooth round moderate profile 425cc saline breast prosthesis, catalog # 3501670, lot # 105925. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 425cc saline breast prosthesis that deflated after implantation. The patient noticed left side deflation in (B)(6) 2016. Deflation of the left breast prosthesis was later confirmed by a physician on (B)(6) 2019. As a result, the patient underwent explantation on (B)(6) 2019.